Event description:
Pt admitted due to acute fever and respiratory distress. The pt required antibiotic therapy and due to prev access-mid line was to be inserted. After introducer was inserted, nurse was unable to thread catheter because the diameter was larger approx 1cm from beginning. Pt had PICC line inserted under fluoroscopy the following day.